Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. One month postoperatively, the lens vaulted asymmetrically in a z-configuration and the patient noticed a gradual decrease in uncorrected near vision. Although there was no bcva decrease associated with the vaulting, the surgeon performed a yag capsulotomy and the patient's prognosis is good. The surgeon believes the vaulting is secondary to capsular contraction syndrome.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of asymmetrical lens vaulting is related to capsular contraction syndrome.